Manufacturer narrative:
On july 5th, 2024, the user reported that the cgm system showed results that were different from glucometer measurements. Based on the initial escalation analysis a sensor replacement was approved, and an RMA was issued for further investigation. The sensor was returned for further investigation, and upon receipt, a visual inspection indicated that the end cap was separated from the rest of the sensor. It is not clear when the breakage happened (during explant procedure or during transportation) since the breakage was not reported either from the user or hcp. If the sensor breakage happened during the explant procedure, then the most likely root cause can be attributed to application of excessive force by the removal clamps to the extremities of the sensor. Regardless, the separated end cap should have no impact on sensor performance. From the return material analysis testing, the returned sensor did not reveal any malfunction. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A review of the data management system (dms) revealed that the sensor data showed a depressed signal and reference channel around july 3rd, 2024, that did not recover. This is potentially due to an impact on the insertion site. Case notes do not mention any trauma to the insertion site; however, we do not expect every minor to major impact to the insertion site to be memorable so confirmation from the user is not a requirement for concluding this type of behavior is potentially from an impact to the insertion site. This most likely contributed to the observed sensor inaccuracies. As part of resolution, a sensor replacement was offered to the user. No further resolution was necessary for this complaint. B4. Date of this report updated to 02 october 2024. G3. Date received by the manufacturer? 30 september 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 4307.

Event description:
On july 5, 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.